Event description:
Consumer complaint of "lo" blood results. Expected blood glucose results not known by customer. Customer feels well and observed no symptoms. Med intervention is not required at this time. Back to back blood test performed during call not available since product is not stored correctly. Verified storage of test strips is not within specification since they are kept in high humidity area. Test strip lot MFR's expiration date is 07/29/2017 and open vial date is (B)(6) 2015. Recall test results performed (fasting / before meals / after meals) from meter memory: adverse event not reported.

Manufacturer narrative:
(B)(4). Test strips not returned for eval. Returned meter eval resulted in e-2 error message. Further investigation revealed blood in strip connector. Most likely underlying cause of malfunction: use error.